Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is not transmitting to the clinic. Technical services (ts) reviewed the device data and discussed it appears the communicator is not connecting to the device. It was mentioned that there could be some electromagnetic interferences that affect the transmission or the patient is away from their communicator, and it was advised to bring the patient in-clinic to find out if the device is able to be interrogated by the programmer. The s-ICD device remains in service. No adverse patient effects were reported.